Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent sling removal on (B)(6) 2011 due to mesh exposure and implantation of bard sling due to sui. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).